Event description:
It was reported that a revision was needed to remove revere locking caps that were found to be loose. This event occurred in sweden.

Manufacturer narrative:
The device was not available for evaluation. No determinations could be made as to the cause of the reported issue.

Manufacturer narrative:
The device was not available for evaluation. It was reported that revision surgery is required due to the loosening of revere locking caps. The image provided shows a 1-level construct with the two caps on the right side of the construct no longer engaged with the screw head. It was stated that the patient did not fuse. No determinations could be made as to the cause of the reported issue. The following sections have been updated for this supplemental report:

Event description:
It was reported that a revision was needed to remove revere locking caps that were found to be loose. This event occurred in sweden.